Event description:
In 2009, the pt called for assistance priming her infusion set. Assisted her with priming the tubing and she was able to place the infusion device the run mode and reconnect. Pt is new to pump therapy and has been on saline for 2 weeks and then started using insulin in her pump about 4 days prior. She reports she went to the doctor on that day to start her pump therapy, and her blood glucose was 400 mg/dl at that time. After starting the pump, pt states her blood glucose came back down to normal. Pt has an appointment four days later to adjust her basal rates. The pt stated that her brother-in-law was in an accident a day prior, and when they got home from visiting him in the hospital, she noticed her blood glucose was starting to climb. She tested and the reading was 360 mg/dl. She felt okay and was not having any signs or symptoms of high blood glucose. She changed the site and bolused but does not recall the bolus amount. Then at 8 pm, her reading was 373 mg/dl and she was feeling a little bit nauseous. She bolused again and is not sure what the amount was. Then at 8:50 am, her blood glucose was 376 mg/dl and she cannot remember if she bolused or not. The pt changed her site again around 10 pm. The pt stated that over this timeframe, she knows she bolused 5.2 units of insulin and 8.5 units of insulin, but does not know when each bolus was taken. Pt states throughout the night, she could not sleep and at 2 am, her glucose was 522 mg/dl. She disconnected from the infusion pump and took 22 units of r insulin and 14 units of n insulin which brought her blood glucose down to 384 mg/dl. Then the pt called pump support. She has not had any error messages and the time and basal rates are set properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned. On follow up call one week later, pt stated that her blood glucose is back down to normal and that she is doing much better with the pump and remembering more.

Manufacturer narrative:
No product will be returned for eval.